Event description:
A malfunction alarm identified as malf 9 was reported, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions on how to reset the pump, which the customer followed, and the malfunction did not recur, allowing the customer to continue using the pump.